Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) developed dyspnea and cyanosis 20 minutes after initiating a dialysis treatment with a polyflux 170 h dialyzer. Treatment was discontinued without returning the blood in the extracorporeal circuit resulting in a blood loss. The patient's clinical condition improved after the treatment was discontinued and restarted 30 minutes later using a different type of dialyzer.